Event description:
Subsequent to filing the initial medwatch report, the following additional information was received. A 2.5 x 28 mm implant was deployed to treat the dissection. No additional information was provided.

Event description:
The procedure was to treat a moderately tortuous, moderately calcified, 80% stenosed lesion in the mid left anterior descending (mlad) artery. Using a radial access site, the lesion was pre-dilated; however, the 3.0 x 28 mm device could not track beyond the proximal lad despite multiple pre-dilatations and a minimal pre-dilatation with a trek 2.5mm balloon at 1 atmosphere that was able to slide up and down the proximal to mlad. However, a 2.5 x 28 mm implant was able to treat the mid lad. Due to multiple balloons changes and the non-abbott ebu guiding catheter deep seating when the 2.5 x 28 mm delivery system was having difficulty withdrawing into the guiding catheter, this caused an ostial lad dissection. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: pt2, intuition, bmw elite; guide cath: launcher ebu. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. Though the device is not approved for sale in the us, it uses a delivery system which is similar to a device sold in the us.

Manufacturer narrative:
(B)(4). It was initially reported that the device would be returned for analysis. Subsequent information revealed that the device is not available for evaluation. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. The reported patient effect of dissection, as listed in the instructions for use, is a known patient effect that may be associated with the use of a coronary implant in native coronary arteries. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.